Event description:
During routine preventive maintenance the customer's biomedical technician discovered that the audible alarm did not sound as specified during the power on test. The device was not in patient use and there was no reported patient harm. A field technician performed on on-site repair and replaced the keypad to correct the problem. The keypad assembly was returned to the manufacturer for additional investigation. It was determined that the speaker wire had broken creating an opent condition resulting in alarm failure.